Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: unk; patient: 3 inratio: 2.4; lab: 7.0. Time between testing: unk. Customer did not have access to the pt's therapeutic range, recent history, conditions or medications.